Event description:
It was reported that the spider 2 tenet had and oil leak, and the operation sound was too long. No case reported´therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and broken inner enclosure screw mounts were noted. Pooled oil was noted within the enclosures. A functional evaluation revealed the device failed the weight test. The unit was delayed in it's pressurization. The piston migration was at 2.53 inches. The reported failures were confirmed and the root causes have been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for an oil leak concluded this was a repeat issue. A separate complaint history review for delayed pressurization concluded that it also was a repeat issue